Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a small clear fluid leak under the laser of the coulter lh 750 hematology analyzer. Customer reported that the volume of the leak was two drops, less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a leak coming from the drain line of retic chamber vc17. The fse trimmed and reattached the drain line of the retic clear mixing chamber.

Manufacturer narrative:
(B)(4).